Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the right eye (od); and is planned to be removed and replaced due to excessive vault, shallow chamber, and pigment dispersion.